Event description:
Technical manager reports 8 incidents of blood leaks with CT 190g dialyzers. The blood leaks were confirmed by hemastix. Treatment was stopped and restarted with new disposables and continued without further incident. Estimated blood loss was 150cc per incident, blood was not returned to the pts. Tm reports that there were no pt injuries or medical interventions associated with these incidents. The re-use numbers: 1st-5, 2nd-2, 3rd-1, 4th-1, 5th-28, 6th-15, 7th-3,8th-19.